Event description:
Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during a coronary stenting treatment procedure, a shaft kink occurred. The 85% stenotic lesion was located in the moderately calcified mid left anterior descending artery. The physician dilated the lesion with a 1.5x15mm unspecified balloon. Then the physician began the introduction of the 2.5x24mm taxus liberte stent into the patient and observed that the shaft had folded. The procedure was completed with another 2.5x24mm taxus liberte stent. No complications were reported and the patient's status is stable. However, the returned product analysis revealed that the shaft was broken.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. Based on device setting information during the follow-up 3 months prior to explant, the device did not perform to the expected longevity. Direct measurement of current drain after opening the device found high current; however, further testing to isolate the high current drain was not successful, as the high current state was lost during the analysis. The original battery was sent to the vendor for further evaluation; no anomaly was detected. The cause of the premature battery depletion was high current drain, though the cause for the high current anomaly was not determined.

Event description:
It was reported that during a follow-up, no communication could be established with the device. Hence, the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.